Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient had some infusion sets in which the tubing got pulled out from the site portion while sleeping. The patient woke up smelling insulin and had to put in a new one. The site location was patient's arm and the pump was worn on the patient's hip that was on the same side as the infusion set. The infusion had been in use usually for 1-2 days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was stress or pull on the tubing when the patient rolled around while sleeping. The pump was not dropped with the set connected to the patient's body. The patient had lost 6 infusion sets due to the same issue. No further information available.